Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive, as the letter screen could not be accessed to input the transmitter ID. Customer's blood glucose level was 145 mg/dl.. It was indicated that the customer would continue to use the pump until the replacement arrives.